Event description:
It was reported that the bed alarm did not go off and the siderail indicators were no longer green. It was further reported that the patient was found on the floor. No adverse consequences or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.